Event description:
It was reported that during a polypectomy procedure, the loop of the device came loose and detached. Foreceps were used to remove the detached pieces. The pt is reported as fine and the product is being returned for evaluation. Evaluation revealed that the snare loop assembly, including the loop coupling, had detached from the devices inner cable. The loop was badly kinked. The inner cable was capable of being advanced and retracted via the handle assembly. The cause of the complaint is unknown.